Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was hospitalized since (B)(6) of 2020 due to cerebral hemorrhage. The patient's condition was severe. The patient passed away on (B)(6) 2021. No additional information has been provided.

Manufacturer narrative:
The patient's bleeding was previously reported under manufacturer report number 2916596-2021-07429, which was made a duplicate to this event. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) did not reveal any device-related issues. A direct correlation between the device and the reported hemorrhagic stroke, infection, and bleeding could not conclusively be determined. The pump was returned assembled with the pump cable cut approximately 9¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned properly installed. The apical cuff was returned secured with the cuff lock fully engaged. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations that would contribute to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) and the heartmate 3 lvas patient handbook (rev. B) are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. Care instructions in regard to preventing infection are provided in various sections of the IFU and patient handbook, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that on (B)(6) 2020, the patient experienced neurological dysfunction and had bleeding extending from the left temporal region to the occipital lobe. On (B)(6) 2020, the patient developed a bacterial infection along the incision of the head. On (B)(6) 2020, external ventricular drainage and duraplasty were performed. The causal relation to the device was likely. On (B)(6) 2020 the patient experienced major bleeding. The patient required less than 4 units of red blood cell concentrate transfused per 24 hours. The anticoagulant therapy the patient was on was warfarin and aspirin. The cause of the bleeding was unknown. On (B)(6) 2021, the patient developed neuropathy and expired on (B)(6) 2021. The cause of death was determined to be due to an intracranial bleed which was confirmed by a computerized tomography scan.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between the device and the reported hemorrhagic stroke could not conclusively be determined. The pump was returned assembled with the pump cable cut approximately 9¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned properly installed. The apical cuff was returned secured with the cuff lock fully engaged. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations that would contribute to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2020, the patient experienced a major infection and had positive blood cultures. Drug therapy was performed. The cause of infection was complexities of medical management. The causal relationship was considered low, but could not be denied. On (B)(6) 2020, the patient experienced respiratory failure. The patient was intubated for a week. The causal relationship was considered possibly related.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between the device and the reported hemorrhagic stroke, infection, bleeding, and respiratory failure could not conclusively be determined. The pump was returned assembled with the pump cable cut approximately 9¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned properly installed. The apical cuff was returned secured with the cuff lock fully engaged. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations that would contribute to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, infection, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. Care instructions in regard to preventing infection are provided in various sections of the IFU and patient handbook, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.